Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system. Stockert 70 generator. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with two thermocool smart touch bidirectional catheters where one catheter experienced a temperature issue (displaying low temperature values), and the other experienced a visualization issue (shaky, inconsistent display of the catheter on the carto 3 system). After starting ablation, the first catheter was displaying a low temperature, in the range of 33-36 degrees celsius. No ablation was allowed below the temperature cutoff. The cable was changed, but this did not resolve the issue, so the catheter was replaced with a different one from the same lot. The second catheter was not displaying properly on the carto 3 system. It was noted that the catheter appeared to be shaky and inconsistently displayed. As a result, this catheter was also replaced, and the case continued without any patient consequence. Fluoroscopy was available to corroborate the catheter¿s position while this issue was occurring. The generator was being used in power control mode, and there was no delay to the procedure as a result of these events. On 3/29/2017, both catheters were returned to biosense webster for analysis, and one of them was found to have a small hole in the pebax, exposing the internal components of the catheter. Additionally, reddish brown material was found inside. The damage was not noted prior to insertion or after withdrawal of the catheter. It is unknown if there was difficulty withdrawing the catheter from the patient. Sheath information is unavailable. A hole in the pebax can expose the patient to the internal catheter components, creating a critical risk of thrombus. As a result, this event is MDR reportable. The reportable lab findings were discovered on 3/29/2017, making that the awareness date for this event. It is unknown whether this damage occurred to the first or second catheter used on the patient.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with two thermocool smart touch bidirectional catheters where one catheter experienced a temperature issue (displaying low temperature values), and the other experienced a visualization issue (shaky, inconsistent display of the catheter on the carto 3 system). On 3/29/2017, both catheters were returned to biosense webster for analysis, and one of them was found to have a small hole in the pebax, exposing the internal components of the catheter. Additionally, reddish brown material was found inside. The returned device was visually inspected upon receipt. A small hole was found in the pebax, exposing the internal catheter components and allowing reddish material inside. Per this condition, scanning electron microscope (sem) analysis was performed over the pebax. The results confirmed the hole on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. Per the reported event, the catheter was evaluated for eeprom, and sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. Finally, the catheter was tested for electrical performance, temperature comportment and generator compatibility, and it was found within specifications. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has not been confirmed. However, the pebax was found damaged. Based on the available analysis results, it cannot be identified whether the issue is related to an internal or an external cause.